Event description:
Injured mouth [mouth injury]. Brush head broke apart in mouth [device breakage]. Case description: a (B)(6) female consumer reported that while using an oral-b toothbrush, version unk, the oral-b precision clean brushhead broke apart in her mouth and injured it in the process. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
(B)(4)-2015 product investigation results: reporter returned 2 oral-b toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Injured mouth [mouth injury]. Brush head broke apart in mouth [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) female consumer reported that while using an oral-b toothbrush, version unknown, the oral-b precision clean brushhead broke apart in her mouth and injured it in the process. The case outcome was unknown. No further information was provided. On 03-jun-2015 product investigation results: reporter returned 2 oral-b toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.